Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: the pump's black box showed evidence of short battery life. The battery compartment was found to be cracked. There was evidence of moisture corrosion in the battery compartment. The pump was able to perform the prime steps with no issues. The alleged complaint could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was noted that the battery compartment was cracked with moisture ingress. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.